Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported that over the weekend, a team monitored the mobile viewing system (mvs) and ensured it remained plugged in for charging. Site biomed representatives monitored the outlet itself and there were no power surges/losses reported. Noted that the imaging system powered down in the 40 ft. Transit from its storage spot to the operating room (or), however when removing it from the or back to the storage spot, it made it all the way without powering down. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Parts replaced: mvs cpu / mvs power board. Surge protector installed by site to rule out power surges. System is fully functional. Reported issue could not be replicated. Return requested. Replacement mobile viewing system (mvs) shipped to site. Suspect mvs returned to manufacturer on 03/04/2016 and is currently under analysis. Return requested. Replacement power board shipped to site. Suspect power board returned to manufacturer on 03/04/2016. Investigation was unable to confirm reported problem "mvs shuts down randomly." Verified all fuses were good and installed mvs power board in imaging system. Power board remained in the imaging system with associated mvs computer. No unexpected mvs shut-downs were observed. Imaging system was successfully power-cycled throughout the day, as well as charging, 2d and 3d imaging all occurring as expected. No problem found. Device found to be fully functional. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the imaging system mobile viewing system (mvs) powered-off unexpectedly when moving the imaging system down the hallway. Once in the operating room (or), they plugged the imaging system into an outlet and let it charge. When the surgeon ,was ready to use the imaging system it powered-on and operated as expected. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The patient weight provided was reported to be approximate. The mobile view station (mvs) computer was returned to the manufacturer for analysis. The mvs computer passed virus scan , patient data removal and bench testing. The computer was installed in a test system and it operated as expected. The application, 2d and 3d imaging were successful. There were no unplanned shutdowns were observed. The mvs computer remained in the test system for 2 weeks. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.